Event description:
It was reported that occlusion alarms occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that the cartridge was leaking from the o-ring. As well, as that a cartridge alarm 1 occurred during the load sequence. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose level was 470 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.